Event description:
It was reported when the device was used during a laparoscopic hernia repair, the device did not staple, and the staples would not close. Another device was used to complete the case. There were no consequences to the patient.